Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was partially detached. Functional inspection was not performed due to the condition of the device. Based on the evidence, the as reported codes of sheath detachment of device or device component, catheter leak are confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During post ivus procedure, it was noted that the water leaked from the lap joint when flushed outside the body and the catheter got separated outside of the patients body. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During post ivus procedure, it was noted that the water leaked from the lap joint when flushed outside the body and the catheter got separated outside of the patients body. The procedure was completed with another of the same device. There were no patient complications.